Event description:
During product evaluation, failure code 810:11 was identified in the pump's event history file on channel a. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 on channel a was confirmed in the pump's event history file during product evaluation. Inspection of the device found that failure code 810:11 was caused by a dirty pump head mechanism channel a. The pump head mechanisum channel was cleaned.